Event description:
It was reported that both screws lost their threading when removing the metal, or the thread was removed from the screws. It can no longer be determined what the length of the screws was. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the measurable dimensions of the submitted matrixmandible screws were tested. It was determined that these meet the drawings and the ao/asif specifications. Since the exact lot numbers of these matrixmandible are not known, the exact time of manufacturing and the product documentation cannot be verified. Thus it can merely be stated that our matrixmandible screws meet the ao/asif speficiations meet the international standards. Based on the available matrixmandible screws, we can only suspect that the damage was caused by excessive mechanical load which stripped the thread. There is no material error.